Event description:
Same case as MDR ID # 2134265-2013-00839, 2134265-2013-00840. It was reported that during percutaneous coronary intervention procedure, the motor drive unit used was unable to pullback. Access was obtained via femoral artery. The target lesion was located in the left anterior descending artery. A bsc coronary catheter was selected and advanced to the target lesion for intravascular ultrasound. During the procedure, the motor drive unit failed to perform automatic pullback for three times. Manual pullback was not attempted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID # 2134265-2013-00839, 2134265-2013-00840. It was reported that during percutaneous coronary intervention procedure, the motor drive unit used was unable to pullback. Access was obtained via femoral artery. The target lesion was located in the left anterior descending artery. A bsc coronary catheter was selected and advanced to the target lesion for intravascular ultrasound. During the procedure, the motor drive unit failed to perform automatic pullback for three times. Manual pullback was not attempted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR:the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed.(B)(4).